Event description:
Customer's father reported that "the other night" they took his son to the hospital with diabetic ketoacidosis.

Manufacturer narrative:
The product was not returned for eval. No specific failure mode or malfunction was cited by the caller. No conclusion can be made about any defect or product condition that may have caused or contributed to the pt's dka. No review of lot qualifications was possible because the caller didn't specify lot info. The omnipod user guide emphasizes the importance of frequent blood glucose monitoring to detect problems early and treat them promptly.